Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found that the main lamp did not light due to main board failure. In addition, the main lamp failed to light intermittently due to igniter failure. The investigation is ongoing and the definitive root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that after a camera head and light guide cable were attached to the olympus, model clv-180, and the device turned on, the spare lamp was activated. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed using another similar device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the of ¿emergency lamp lights up¿ was confirmed and was due to defective main board. The phenomenon of ¿main lamp did not light up¿ was confirmed and was due to defective ignitor. Olympus will continue to monitor field performance for this device.